Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. The device was not available for return.

Event description:
During a routine follow up, it was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was not hospitalized; however was given IV antibiotics at home. Follow up report indicated that the infection had cleared and the patient had recovered without sequelae.